Event description:
It was reported this balloon ruptured at eight atmospheres during dilatation of a previously placed stent. Following withdrawal of the balloon catheter it was noted the balloon material had detached and remained in the pt. An arteriotomy was performed and retrieval of the balloon material utilizing a fogerty catheter followed. A thrombectomy procedure was performed to successfully complete the procedure without further incident. The pt's condition is good. The device has not been received by the MFR. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device, co is unable to determine the cause of this event. Co's direction for use state: "ultra-thin balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae...any use for procedures other than those indicated in these instructions is not recommended. ..if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel."